Event description:
During a surgical procedure, the tip of the unit broke inside the pt. The surgeon did the best he could to retrieve all pieces, but there may be small fragments that remained behind. The procedure was completed.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.